Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The data log was also provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported event of a loss of connection. A definitive root cause could not be determined. The complaint device was returned for evaluation and passed external visual inspection. However, the device failed global transmitter functional testing. The customer complaint of loss of connection was confirmed. The root cause was determined to be a defective transmitter.